Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm. The main stent graft (esbf2814c103ee) was successfully deployed, followed by the placement of endurant stent graft limbs: (etlw1616c 156ee) in the right iliac artery and (etlw1616c124ee) in the left iliac artery.  It was reported 1 day post index procedure, the patient developed post-implant syndrome experiencing a fever and higher blood cell count, which prolonged hospitalization (6 days). Diagnostic imaging, including a chest x-ray, was performed and ruled out pneumonia or pulmonary effusion. No treatment was administered, and the patient fully recovered from post-implant syndrome 5 days post index procedure. The site assessed post implant syndrome as having a causal relationship to the index procedure but was unrelated to the study device or the patient¿s underlying condition/ disease. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1616c156ee, serial/lot #:(B)(6), ubd: 10-oct-2026, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #:(B)(6), ubd: 20-sep-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.